Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support did not replace the pump as the customer was already receiving a replacement.